Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter (model# d-1282-11-s lot#17491451l). Soundstar eco catheter (model# m-5723-17 serial# (B)(4))

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The procedure was successfully completed however, the patient¿s blood pressure dropped gradually during hemostasis at the puncture site after the procedure. A bare pericardial effusion was confirmed by body surface echocardiogram and was reconfirmed by computed tomography imaging. As time proceeded, the blood pressure kept dropping and a pericardial drainage was conducted and an unknown amount of fluid was removed. The drained blood was venous. No abnormalities were found in products in use during the procedure. The patient has recovered and was discharged from the hospital. The patient did not require hospitalization due to the adverse event. The physician¿s opinion on the cause of the adverse event was the pericardial effusion may have happened at removal process of catheters. The physician also commented that no abnormalities were found on biosense webster inc (bwi) products. A transseptal puncture was performed with an unknown needle. There were no errors on bwi equipment during the procedure. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit.